Manufacturer narrative:
Device evaluation summary: the reported re-boot issue was verified during service. Service technician observed that the unit restarts automatically after booting up, and found the mp board to be defective. The issue was resolved by replacing the assy system controller, and fan filter. The unit passed functional test. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, during setup of a bio-console 560, the instrument repeatedly re-boots during boot-up. The use of the instrument was unspecified. There was no patient involved. Medtronic received additional information that according to the records of the system, the battery was replaced in (B)(6) 2024,